Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, and subsequently shut down. Subsequently, the customer went to the emergency room (ER) due to blood glucose (bg) level of 988 mg/dl and a high ketone level considered dangerous by healthcare provider. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage. The customer reverted to manual injections for insulin therapy.